Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: a review of the black box showed evidence of a short battery life with a drastic voltage drop leading to a call service 177 warning. Evidence of moisture corrosion was observed in the battery canister and on the battery cap. The pump powered up to 2 battery bar indicators instead of 3. The reported ¿short battery life¿ complaint was duplicated due to moisture corrosion. The ¿ez-prime¿ steps were performed correctly, and all current readings were within specifications. The pump cover was removed, and no further moisture ingress or any intermittent conditions were found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.